Event description:
It was reported that the patient experienced a clot urinary retention three days after his transurethral needle ablation of the prostate procedure which was performed in 2008. He was persistent hematuria. The patient was hospitalized and given medication. The healthcare provided performed a transurethral resection of the prostate on ten days later. The patient was doing well. Further information is being requested from the hcp.